Event description:
It was reported that the subject stent encountered resistance during the process of advancement into and through the microcatheter. Upon further adjustment during delivery, it was found that half of the subject stent was deployed at the tail end of the microcatheter and the other half at the hub of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.